Event description:
It was reported that the inadequate subcutaneous tissue at the insertion site which led to hyperglycemia (400 mg/dL), and the elevated blood glucose was treated with a manual insulin injection on (b)(6) 2026.

Manufacturer narrative:
E1: Name: (b)(6). Based on the available information, this event is deemed to be a Serious Injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.